Event description:
It was reported that catheter was entangled and stuck. An opticross hd imaging catheter was selected for use to view the target lesion. Device wad used with two wire inserted, but wire and the catheter got entangled and stuck. When this device was removed outside the body together with the wire, the image disappeared. The procedure was completed with another of same device. No patient complications were reported.